Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping, inability to remove the lock line, expulsion and embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that the patient had tortuous veins. One clip was successfully implanted in an a2-p2 location. A second clip was inserted and was attempted to be deployed. However, while attempting to remove the lock line, resistance was noted. Troubleshooting was performed, but the lock line was unable to be removed. The physician decided to detach the gripper line and delivery catheter; however, when the delivery catheter shaft detached from the clip, the clip arms jumped opened to an inverted position, causing the clip to completely detach from the leaflets. The clip then migrated into the left atrium (la). Once in the la, the physician was able to approximate the clip to the tip of the steerable guide catheter (sgc). The clip was still inverted and was able to cross the septum and femoral vein. The clip was successfully removed, and no damage occurred. No additional clips were implanted, and mr was reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed and was determined to be related to the knot identified on the lock line. The reported clip jumping during use could not be replicated in a testing environment due to the condition of the returned device. The reported clip detaching from both leaflets could not be replicated in a testing environment as it was related to operational circumstances (clip jumping open and detaching from the leaflets). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a cause for how the knot formed could not be determined. Additionally, a cause for the reported clip jumping open could not be confirmed. The clip detaching from both the leaflets was a result of the clip jumping open. The reported embolism is related to the procedural circumstances and due to the clip detaching from both the leaflets. Emoboli is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.